Event description:
The patient received three leads at l3, l4 & l5 from the same lot number. It was reported the patient underwent a lead replacement due to the drg system leads at l4 and l5 exhibiting invalid impedance. Stimulation therapy was reportedly restored postoperatively.